Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged into the atrium. A procedure to re position the lead was conducted but due to difficulty extending and retracting the lead, the lead was explanted and replaced with a longer lead. There were no adverse patient events. The patient was asymptotic before, during and after the procedure.

Event description:
New information received notes that prior to the procedure, no capture was observed on the right ventricular lead.